Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The neurovascular procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the fluoroscopy failed error intermittently. Upon functional testing fse found gss calibration was out. The fse carried out gss calibration. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy failed intermittently. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.